Event description:
It was reported that the doctor connected this device with versapulse powersuite to pulverize left kidney stones in a (B)(6) male pt. At first the doctor irradiated laser of 0.5 joules at 5 pulse/sec. Then, when the doctor changed the output to 0.8 joules and activated, unusual white flashes appeared on the entire screen. When the doctor changed the output to 0.6 joules, flashes on the screen decreased but the screen was still bright white. At last the doctor turned down the output to .5 joules and activated to complete the procedure. Per receipt of the sample it was confirmed that the tip of the fiber appears to be broken.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be mailed.